Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the customer reported a loose connection at the connector of the final bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell five of five. The technical services representative (tsr) assisted the patient in clearing the alarm. During troubleshooting, the patient noted that the table was damp under the connection for the final bag. There was no patient injury or medical intervention in association with this report. No additional information is available.